Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that unable to remove cover screw, in attempt implant broke seal. Tooth #14.

Event description:
It was reported that unable to remove cover screw. In attempting to remove the cover screw, the implant loosened. Tooth #14. Implant was removed.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. B5: describe event or problem . D9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H6: updated h6: device code. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie received one (1) xifnt410, (osseotite® tapered certain® implant 4 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was attached to its bundle cover screw. The cover screw drive feature was observed damaged, and stripped. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120019575. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120019575 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿damaged drive feature¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf (B)(4) rev.12, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.